Manufacturer narrative:
After repeated attempts at gathering information from the customer site, immucor technical support could not obtain any additional information from the customer site.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen and antibody identification when tested on a galileo echo instrument.